Manufacturer narrative:
Date of initial report: (B)(6) 2017. One lf1737 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition that the device did not seal was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Event description:
The customer reported the device did not seal even though an end tone was heard, indicating a completed seal cycle. Minor bleeding was noted at the surgical site. No patient injury was reported. Another device was opened to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.